Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). Evidence to support user handling being the cause is as follows: as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. As a result of the labeling review, the instructions for use states insufficient attachment was a factor in handling that caused the tip cover to come off. No additional information regarding this handling has been obtained, and the actual item has not been returned, so it is not possible to confirm how it was actually attached to the endoscope. Therefore, this factor cannot be completely denied. Evidence to support the actual product satisfies the specifications"". As a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. In the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. It was not possible to clearly identify the cause of the loose attachment of the distal cover. As described in the instructions for use, "9.3 attaching the distal cover", the customer must make sure the distal cover is intact without any problem before installation, and it has no damage after installation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was something stuck inside the channel. There was no report of patient harm. This report is linked to the patient identifier, (B)(6).

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.